Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred and foreign material was found. The physician predilated the 80% stenosed, mildly tortuous and moderately calcified left anterior descending artery (lad) with a 2.0x15mm apex balloon. The physician then advanced the 2.25x24mm taxus express2 atom stent to the (lad) and experienced difficulty crossing the lesion. The device was removed and it was noted that there was foreign material (thought to be plaque) stuck under the distal stent strut, and the stent was damaged. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "okay".